Manufacturer narrative:
Results: the distal section of the catheter measures 10 cm in length and is jammed inside the peel away sheath. There is a flat spot in both the catheter and the sheath 9.2-9.7 cm from the distal tip of the catheter. The catheter tip is crumpled in the most distal 0.5 cm section. The proximal section is 95.5 cm in length. There is a kink 48.5 cm from the hub in this section. The internal support wire is broken at both ends of the catheter. Conclusion code: the damage noted in the complaint is confirmed. Based on the observed flattened section in the peel-away introducer sheath and catheter, it is likely that the catheter and peel-away sheath were pinched together before insertion into the femoral sheath. This would have caused resistance when advancing into the femoral sheath as well as resistance when attempting to remove the catheter and peel-away sheath from the femoral sheath. When the catheter was removed the tensile strength of the material was exceeded causing the break. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician inserted the penumbra neuron delivery catheter 070 into a femoral sheath using the peel-away introducer that is packaged with the device. The physician said he felt resistance after he entered the sheath cross-valve. He pulled the neuron back to find that it had broken in half inside the introducer. He removed both pieces of the neuron and the introducer.